Manufacturer narrative:
The patient's programmer displayed "comm error 2501" indicating that battery was depleted. It is unknown when the patient last had stimulation. The results of the investigation are inconclusive since the device was not returned for analysis. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's scs ipg would not communicate with external devices. It is not known when the device became inoperable. The device is no longer able to provide therapy. Surgical intervention will likely occur to resolve the issue.